Event description:
It was reported that the patient reported to the clinic because the seatbelt was bothering their implantable pulse generator (ipg). Upon examination it was noted that the ipg was extruding from the pocket. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: model: w1dr01 ipg; implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.